Event description:
A multicenter retrospective analysis of 847 pt's receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pt's noted to have had an adverse event. All pt's receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l4-l5 spinal root decompression. 7 weeks later, the pt presented with pain and suspected recurrent disc herniation which was moderated in intensity. 5 1/2 weeks later, the pt underwent an MRI which revealed scar at l4-l5 and findings consistent with recurrent disc herniation. The pain resolved with administration of 3 epidural injections in 1999. The investigator classified this event as unrelated to adcon-l. The investigator noted "6% chance of recurrent disc herniation according to literature" as a possible explanation for the event.